Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - able to establish contact with customer and stated product are working as intended.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with erratic tests results from results obtained of 97 and 108mg/dl and high reading of 118mg/dl. The expected fasting blood glucose test result range is 75-95mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 97 and 108mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 12/26/2020 and open vial date is 09/16/2019 (3 days ago). The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Corrected sections as of 04-nov-2019: h10: changed most likely underlying root cause from "mlc-61: improper use/mishandled by end user" to "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test". Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.